Manufacturer narrative:
The field service engineer did not find an instrument failure. The pressure sensor flow path was checked for bubbles and none were found. The liquid level detection voltage was checked and the check was successful. The pressure sensor was checked. Correlation studies were performed and results were acceptable. There were no alarms on the last calibration performed on 04-nov-2019. The calibration was ok. Controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, several abnormal aspiration and abnormal sample aspiration alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t stat assay on a cobas 8000 e 602 module. The sample initially resulted with a troponin t value of 0.093 ng/ml and this value was reported outside of the laboratory. The physician questioned the result. The sample was pulled for repeat testing and the sample was clotted. The reporter was concerned the analyzer did not generate a flag indicating the sample was clotted. The sample was repeated, resulting with a value of 0.6 ng/ml. The repeat value was believed to be correct. The troponin t reagent lot number was 409669, with an expiration date of 30-jun-2020.